Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 a reporter contacted animas alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: a call service 064 alarm was observed in the black box and alarm history. The call service alarm 064 was duplicated. The motor drive assembly was found ot be frozen.